Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar (fb) instrument for failure analysis investigation. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do show damage that would have caused this failure. The grip tip has several scratches. Further investigation found that the instrument had a scratched grip tip. The inner side of the one of the grip tips had several scratches.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm force bipolar (fb) instrument wire was broken. The customer used a backup fb instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was not observed. The instrument did not collide with any other instrument or tool during the procedure. There was no patient injury.